Event description:
The customer reported the system is displaying multiple errors. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and cleaned the high voltage connectors. System operates as intended. This MDR is related to ge healthcare (B) (4)